Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 350 mg/dl, current blood glucose was 356 mg/dl, 360 mg/dl at the time of hospitalization. Insulin pump kept giving no delivery alarms. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms such as nausea. Event caused to hospitalization was thought to be diabetes ketoacidosis. The customer was treated with visit to emergency room the customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.